Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on 1 jul 2022. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was inappropriate anti-tachycardia pacing (atp) therapy delivered as a result of oversensing of fractionated r waves. Also, there were several non-sustained right ventricular oversensing episodes resulting from far field p wave oversensing. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.